Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31//2019. The field service engineer (fse) performed troubleshooting and confirmed the reported problem. It was discovered that the right side of the touchscreen does not respond. The fse then replaced the touchscreen to resolve the issue. The fse performed required performance specification and functional tests in which the unit successfully passed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.